Manufacturer narrative:
The subject device was inspected and evaluation found the nozzle was clogging. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device nozzle was clogged. The issue found during reprocessing. The facility finished the case with another similar device. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that reprocessing method at facility differed from instructions for use (IFU) recommendation. A definitive root cause cannot be identified. IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿. IFU says ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure¿. Olympus will continue to monitor the field performance of this device.